Manufacturer narrative:
Patient told on the phone from the initial conversation with (B)(4) that the strips involved in the case is lot #d150622-1. Ok biotech took the retained strip with same lot for testing with our in house standard meter and control solution. Results of control solution level low were 63/64 mg/dl. Results of control solution level high were 286/295 mg/dl. (The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl). All results were within the acceptance range. Related to (B)(4).

Event description:
Our importer, (B)(4), received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 around 12am. Patient (lf) called in stating her meter was giving her readings all over the place. Patient stated on the day of the event she went to the hospital because after she tested her blood glucose with the (B)(4) meter she took insulin and then took her blood again and she bottomed out. Patient stated that she was sitting in a chair and could not get up. Patient was displaying symptoms of sweating and slurred speech. Patient stated that she believed that her symptoms were stemming from her blood sugar being to low. The reading on the (B)(4) meter at the time of the event was 177mg/dl. Paramedics were called. Prior to seeking medical attention, patient drank some orange juice. Patient also took 18 units of novolog prior to seeking medical attention. It was unknown to the patient how much time elapsed between testing with the (B)(4) meter and the arrival of the paramedics. Paramedics tested patient's blood glucose upon arrival with a result of around 53mg/dl. Paramedics treated patient with glucose gel and orange juice with sugar added. Patient was transported to ER by paramedics. Patient was treated by ER with food and plenty of orange juice along with an IV(unknown type). Patient's stated she does not recall what her glucose reading was upon arrival at ER and that her glucose was not checked prior to discharge. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.